Event description:
The facility alleges that once the first staple is posed (half of the trigger), the stapler is blocked (jammed). It is unknown when this condition occurred. No patient injury or medical intervention was reported.

Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation.